Event description:
It was reported that during equipment testing conducted at the user facility, the drill was overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
During the device evaluation it was found that the rotor, driveshaft and spindle housing were worn, which can cause friction. The friction caused by components not moving freely is a probable cause of overheating.